Manufacturer narrative:
Title: one case of a little ingenuity in viabahn placement from the proximal deep vein-graft anastomosis to the distal axillary vein in the upper arm source: dialysis vaivt no.6 page105-106(2024.12) a1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following publishment/publication was reviewed by gore: title: one case of a little ingenuity in viabahn placement from the proximal deep vein-graft anastomosis to the distal axillary vein in the upper arm source: dialysis vaivt no.6 page105-106(2024.12) this is a case report describes treatment of a 48-year-old male patient with morbid obesity weighing 136 kg and diabetic nephropathy. On (B)(6) 2022, hemodialysis was initiated. On unknown date, a left upper arm proximal brachial artery¿upper arm proximal brachial deep vein bypass using a 6 mm gore® acuseal vascular graft (acuseal) as an upper arm loop was performed at the previous hospital. The patient had atrial fibrillation and was receiving warfarin. On unknown date, the patient underwent several thrombectomies and percutaneous transluminal angioplasties (pta) at another hospital. On (B)(6) 2022, the patient was referred to our hospital due to shunt occlusion. On unknown date, a left brachial artery at the mid¿upper arm level¿distal axillary vein bypass was performed using a vascular prosthesis. On (B)(6) 2023, occlusion occurred. On unknown date, a thrombectomy and pta were performed. A stent graft was implanted. However, re-occlusion occurred three days later. On an unknown date, due to severe intragraft thrombosis and intimal hyperplasia, a thrombectomy was performed followed by a left brachial artery-the previous graft at proximal upper-arm bypass using a new vascular prosthesis, thereby replacing the previous graft. On (B)(6) 2023 and on (B)(6) 2023, occlusion occurred. A thrombectomy and pta were performed. On (B)(6) 2023, occlusion occurred. An ultrasonography of the arteriovenous access revealed a basilic vein flowing into the distal axillary vein. Possibility of placing a stent graft without compromising the inflow segment was evaluated. Thrombectomy, pta, and stent graft extension placement were subsequently performed. On (B)(6) 2023, (B)(6) 2023, occlusion occurred. A thrombectomy and pta were performed. Preserving vascular access in the left upper limb was strongly wished and future surgical options under consideration include vascular graft bypass to the distal basilic vein of the left upper arm or brachial artery¿proximal axillary vein bypass.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Emdr section h6, codes b14, c19, d15 updated to reflect results of investigation.